Event description:
The accounts maintenance stated the right foot siderail just came off from the mounting bracket like the screws were just stripped. He said there are no signs of abuse.

Manufacturer narrative:
A new siderail assembly was sent to the account to repair the bed.